Manufacturer narrative:
Getinge became aware of an issue with hled surgical light. As it was stated, screws were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to screws missing, which contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Technician confirmed that screw holes of the sat tub were damaged. What is more, screws responsible for holding the extension arm into the sat tub were completely broken off from the screw shaft. Based on ssu statement, the affected ondaspace arm is not being used at the time being, as it has been rotated in a position where it is away from the surgical field. Unfortunately, maquet did not receive enough information to conduct the technical investigation. Based on subject matter expert at manufacturer, it is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of missing screws occurrence is low. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Event description:
On 16th november, 2021 getinge became aware of an issue with hled surgical light. As it was stated, screws were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.